Event description:
The injector flow rate was set for 1.5 cc/sec. It was indicated that the nurse had a difficult time getting a "range ok" when applying the eda patch. Several error messages were received, one being that the eda was disabled. The computed tomography technician finally got a "range ok" before injecting 100 ml of contrast. It is believed that the entire 100 ml extravasated as there was no enhancement on the films. A scan of the arm indicated that the extravasation was very diffuse (all over the forearm). The e-z-em sales representative was unable to get any additional information relating to how the patient was treated and the condition of the patient subsequent to the event, as the facility did not document this particular occurrence.